Manufacturer narrative:
All the buttons functioned properly and no moisture damage found on keypad traces. Insulin pump had moisture damage found on lcd board and mother board. Insulin pump had minor scratches on lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube window.

Event description:
Customer stated that he jumped into water while wearing the insulin pump. Customer stated that the screen was not visible, and when he pressed the act button, the screen went black. Customer stated that water was visible under the display. Blood glucose level was 224 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).